Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a transient episode of elevated blood glucose while using the ilet and a contact detach 6 mm/23 in infusion set, with a peak glucose of 242 mg/dl after a meal including eggs, sausage, and regular coffee creamer. The user noted suspected scar tissue at a prior upper-thigh infusion site, changed the infusion set and site to the abdomen, and glucose decreased to 202 mg/dl during the call; later, ketones measured 0.8 with a concurrent glucose of 147 mg/dl. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-management without backup insulin therapy, no alerts for severe hyperglycemia, no medical intervention, and continued monitoring. Investigation included customer-care troubleshooting and education, review of user-reported device use and site management, and assessment of glucose and ketone values. Investigation of this case revealed no device alarms or malfunctions and suggested infusion site absorption variability due to suspected scar tissue as a plausible contributor, with resolution after site change. It was concluded, based on previously established findings for similar reports, that the cause was unclear.